Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. Technical services (ts) discussed there is oversensing of the baseline wandering. The device data was analyzed and the r-wave amplitude was observed to be lower than the required minimum for an s-ICD system. It was advised to reproduce the noise in-clinic and confirm system placement. The patient was seen in-clinic and isometrics were performed. No baseline wandering was reproduced in any case, however, the myopotentials were reproduced in primary and alternate vectors. Nevertheless, the alternate vector seems to have bigger r/t ratio and r-wave amplitude, therefore, the device was reprogrammed to alternate vector. No inappropriate shock nor sensing has been observed since changes were performed. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. Technical services (ts) discussed there is oversensing of the baseline wandering. The device data was analyzed and the r-wave amplitude was observed to be lower than the required minimum for an s-ICD system. It was advised to reproduce the noise in-clinic and confirm system placement. The patient was seen in-clinic and isometrics were performed. No baseline wandering was reproduced in any case, however, the myopotentials were reproduced in primary and alternate vectors. Nevertheless, the alternate vector seems to have bigger r/t ratio and r-wave amplitude, therefore, the device was reprogrammed to alternate vector. No inappropriate shock nor sensing has been observed since changes were performed. Additional information was provided. It was mentioned that the battery longevity is at 2% and ts reviewed the device data. It was discussed that the battery longevity is consistent with the longevity of the device as it has been implanted for over 8 years and the battery depletion is normal. In addition, the device recorded shock impedance variations between 110 and 57 ohms. Ts discussed there is loss of r-wave amplitude that could be a sign of postural effect on amplitude or patient condition change. Further in-clinic troubleshooting was recommended to understand the cause of the clinical observations. Troubleshooting was performed in-clinic and it was observed that every vector fails and there is noise. The screening was repeated changing position and only one vector was adequate in one position. X-rays were also performed. It was mentioned that the device would be scheduled for replacement, however, the patient has a delicate health condition. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. Technical services (ts) discussed there is oversensing of the baseline wandering. The device data was analyzed and the r-wave amplitude was observed to be lower than the required minimum for an s-ICD system. It was advised to reproduce the noise in-clinic and confirm system placement. The patient was seen in-clinic and isometrics were performed. No baseline wandering was reproduced in any case, however, the myopotentials were reproduced in primary and alternate vectors. Nevertheless, the alternate vector seems to have bigger r/t ratio and r-wave amplitude, therefore, the device was reprogrammed to alternate vector. No inappropriate shock nor sensing has been observed since changes were performed. Additional information was provided. It was mentioned that the battery longevity is at 2% and ts reviewed the device data. It was discussed that the battery longevity is consistent with the longevity of the device as it has been implanted for over 8 years and the battery depletion is normal. In addition, the device recorded shock impedance variations between 110 and 57 ohms. Ts discussed there is loss of r-wave amplitude that could be a sign of postural effect on amplitude or patient condition change. Further in-clinic troubleshooting was recommended to understand the cause of the clinical observations. The s-ICD system remains in service. No additional adverse patient effects were reported.